Manufacturer narrative:
Results: the root cause of the event cannot be determined based on information available. Conclusion: no conclusion can be drawn (the root cause of the event cannot be determined based on information available). Device evaluated and alleged failure could not be duplicated.

Event description:
An attempt was made to use a mo.ma ultra cerebral protection device to treat a lesion in the carotid artery with over 75% stenosis. Patient presented with aortic arch type I. There was no calcification and the vessel was not tortuous. The distal balloon deflated automatically after approximately 60 seconds. When the balloons were inflated, the stopcock was set to the closed position. The stopcock was exchanged and the balloon was inflated 3 times in total without any success. A t-safety valve was used to inflate both balloons. The procedure was completed with another mo.ma device with no issue reported. No injury was caused to the patient. Evaluation summary: an attempt was made to inflate the balloons without success because they were occluded with dried radiopaque solution. The device was cut and the proximal and distal parts were analysed separately. By applying negative pressure with a syringe filled with water, the inflation lines of the hub were tested, but no leakage was found on both luer ports. To test the balloons (prox and dist) two needles were bonded directly to the inflation lines of the distal cut part. Using a syringe filled with water they were inflated to the maximum recommended size vessel diameter. No leakage was detected.